Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump was stuck on prime/rewind loop, and the device alarmed an error. Advised the customer to the insulin pump will be replaced and revert to back up plan. No further information was provided.